Event description:
It was noted that the patient coughs with magnet swipes. The patient was noted to be on 5 different seizure medications. Additional information was received indicating that the patient was hospitalized due to aspiration, and the patient's parents believe the aspiration was related to the coughing/vns. The vns settings were adjusted, and the coughing resolved. No additional relevant information has been received to date.